Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issues cannot be determined due to insufficient information and lack of product or data logs returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.